Event description:
Received a report that the IV tubing cracked while in use on the pt. An ICU pt that was admitted the night before was receiving a dopamine drip infusing at 10 mcgs/kg/min with a concentration of 400 mgs in 250 mils of d5w. Six hrs later, the nurse noticed that the tubing was cracked at the bottom of the blue connector where it connects to the top of the door. The pt's blood pressure remained the same as the medication continued to infuse. There was no report of pt harm and medical intervention was not required. The customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). The customer's report of set (cracked) tear was confirmed. During visual inspection of the set received it was noted that the silicone segment had a tear near the upper fitment. The tear was measured to be 0.2270 inches long. Visual exam under microscope noted four crush marks to the upper blue fitment. Functional testing was performed and a leak was noted coming out from the silicone tubing near the upper fitment. The cause of the leak was due to a tear in the silicone segment; the cause of the tear was not identified.